Event description:
The switch emitted smoke. Co's inspection revealed the switch had been damaged by the customer which may have contributed to the switch shorting out. No deaths or injuries were reported. This event is not considered reportable under 21 cfr 803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.